Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that the jaw will not open and made a strange noise. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to load a stapling reload before the adapter has been attached to the stapler and calibration has been completed. Doing so may lead to improper calibration and/or device damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60avm egia 60 artic vasc med sulu - (lot#n5g1369y); egia60avm egia 60 artic vasc med sulu - (lot#n5g1369y); egia60avm egia 60 artic vasc med sulu - (lot#n5g1369y); egia60avm egia 60 artic vasc med sulu - (lot#n5g1369y); sigphandle sig power sigphandle handle - (serial#(B)(6); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#unknown); egia60avm egia 60 artic vasc med sulu - (lot#n5f1618y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bricker cystectomy, the first charge was loaded into the powered stapler experienced difficulty firing and produced a noise described as similar to a hammer drill. After opening the device and replacing the charge with another from the same batch, the device articulated rapidly and uncontrollably from side to side until it broke, sending pieces outside the surgical field. Subsequent charges from the same batch also failed, with one failing to open after firing and emitting a noise described as "peep, peep, peep." In total, five charges from the same batch did not function correctly. The procedure was extended to more than an hour due to these issues. The surgical team replaced the barrel, powered handle, and casing, but the problems persisted with charges from the same batch. When three charges from a different batch were used, it functioned properly, indicating a batch-related issue.